Event description:
Reportedly, during a scheduled follow-up on (B)(6) 2013, the unknown markers (at) were observed during a real time test.

Manufacturer narrative:
On (B)(4) 2013 this event concerns a device that was manufactured and used outside the united states. Analysis is pending.